Event description:
I just read the email from you regarding problems w the libre 3 which is the one he had. I looked at his app on his phone but not sure exactly what I needed to send to you my husband had several low readings. On (B)(6) 2024 his alert said approx 54. He took insulin and soon after went to heat up his dinner. He fell down as he was. Walking to his chair. I saw him and immediately tried to help him but he couldn't get up. I called 911 and they told me to do compressions. I could not revive him. The paramedics came and worked on him and decided to take him. They took his glucose level and said it was 300. They took him to the hospital where he died. I only have the app from his phone so may not be able to fill in the blanks below that you are asking for.